Event description:
It was reported that the patient's right ventricular lead exhibited r-wave amplitude variation after the patient had fallen. The fall was confirmed to be unrelated to the patient's implanted system. It was noted the lead had dislodged. During lead revision, it was found that the helix failed to retract. The lead was explanted and replaced. The patient was discharged without complications.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of dislodgement and r-wave amplitude variation could not be confirmed. As received, a complete lead was returned for analysis. Final analysis found the helix was stretched / damaged consistent with procedural damage. The cause of helix mechanism issue was isolated to the blood/tissue in the helix region and helix being stretched / damaged. No other anomalies were detected.